Manufacturer narrative:
Section a2, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6) section h6 - health effect - clinical code: 4581 for incision enlarged. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The photograph displayed the suspect handpiece and it can be observed to be disassembled with the plunger rod fully advanced. No issues could be identified. The complaint issue "haptic detached" was not identified during photograph evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol), the doctor noted the absence of a haptic. No anomalies were found during implant preparation and injection. The iol was removed by cutting it out after enlarging the incision. The lens was inserted and removed during the same procedure. The surgeons found no trace of the missing haptic in the eye, nor in the injection device after disassembling it for inspection. No further details were provided.